Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. An examination of the subject device was performed by lumenis service engineer. Ipl handpiece checked for any cooling issues. Chilltip found to be functioning normally. Output from ipl head checked on external meter and found to be within expected ranges across all settings and filters, with no deviant results. Ce wasn't able to duplicate the reported problem. No device malfunction was observed. The system was operational and was ready for use. Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. Lumenis tried several times to achieve more information from the customer, but the customer didn't respond. According to the information received there is no malfunction found on a system. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. Because of the lack of information(no incident form received), lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by m22 device.